Manufacturer narrative:
Insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. All operating currents are within the specification no unexpected low battery, failed battery test, or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and failed battery test. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.